Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support (cts) and no issues were identified. Reportedly, the customer was wearing the trusteel infusion sets for 3 days. Tandem clinical support informed the customer that wearing trusteel infusion sets for 3 days is past label per the tandem user guide. Customer¿s blood glucose level was 200 mg/dl.